Event description:
The patient has been an inconsistent user and requested assistance to use his equipment and the cochlear implant. External equipment was exchanged but lock could not be established. Surgery to explant the patient's device will be scheduled.